Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device full clip deployed. The device was not found to be at the distal end or within the tubeset. The vessel locator wings (vlw) were observed to be damaged and separated from the distal cylindrical body of the control wire, but all wing material was present. The carrier tube, which the clip rests upon, revealed scrape marks where the clip moved along the tube, indicating the clip was deployed. There were no other anomalies observed from the device. The device was reassembled and redeployed normally. The failure to deploy the clip can be due to a number of factors including, but not limited to, manufacturing, user technique and/or tissue conditions. The evaluation of the returned device does not correspond with the reported experience. If the device did not deploy the clip as intended, there are manufacturing steps to ensure the device functions as intended, including an inspection prior to packaging and destructive functional testing on a sampling of the lot to verify the quality of the lot build. Because the reported experience differs from the returned device condition, the cause of the experience could not be determined. The damage to the vlw can be caused by, but is not limited to, manufacturing, user technique and/or tissue conditions. The vlw is also inspected for damage prior to packaging, including a partial deployment of the wings to ensure operability. There was no indication of vlw concerns during the lot build. Tissue compaction where the tissue tightens around the vlw during deployment is normally observed when there is damage to the vlw; however, this could not be confirmed. There was no experience reported for difficult to remove device or damaged vlw. Therefore, the cause of the damaged vlw could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on this investigation, the cause of this experience could not be determined and there is no indication of a product quality deficiency.

Event description:
It was reported that a arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, when the trigger button was depressed to deploy the clip "no pop/click" was heard. The device was removed and the clip had not deployed and remained in the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reportedly, the date of occurrence was approximately a week ago from alert date.) The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.